Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -14.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault.

Manufacturer narrative:
Additional information: device evaluation: the device was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic bent. Dimensional inspection found that the lens was within specifications. Method code: work order search: one similar complaint was reported for units within the same lot. Corrected data: (B)(4).

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Clear surgical debris was present on the product. Visual inspection found that the haptic was bent. (B)(4).